Event description:
It was reported that the patient underwent a transforaminal and posterolateral lumbar fusion at l5-s1 using rhbmp-2/acs combined with autograft and allograft, placed inside of a peek cage. Following the surgery, the patient developed severe back pain. Consequently, the patient underwent additional imaging. A CT scan dated (B)(6) 2007 demonstrated that the patient had developed posterolateral ectopic bone growth. As a result, the patient required additional surgeries to remove hardware and remove ectopic bone growth on (B)(6) 2007 and (B)(6) 2008, respectively. The patient has never recovered from his surgery, and he has daily, disabling pain that prevents him from performing many basic activities of daily living.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2006: patient presented with pre operative diagnosis of l5 spondylosis, l5-s1 spondylolisthesis/instability and underwent l5-s1 fusion, allograft, bmp. Rhbmp-2/acs is implanted inside patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.